Event description:
It was reported that the patient has been experiencing diaphragmatic stimulation since an av node ablation. The voltage on the device was decreased. It was further reported that now the patient "feels a sensation every three hours". The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.